Event description:
It was reported that a user experienced hypoglycemia following a postprandial hyperglycemic spike after eating pasta, with the user acknowledging an insufficient meal announcement on the ilet system; cgm data showed a highest reading of 261 mg/dl followed by a nadir of 52 mg/dl approximately within a few hours, and the user treated the low with oral carbohydrates (8 ounces of soda) while using a teflon infusion set placed in the abdomen with a dexcom g7 cgm. Symptoms included low glucose consistent with hypoglycemia. Outcomes included transient symptomatic hypoglycemia that resolved with oral glucose and a subsequent return to target range, without hospitalization. Investigation included customer care troubleshooting and education regarding appropriate meal announcements and carbohydrate estimation. Investigation of this case revealed user-related under-announcement of meal size leading to insulin dosing mismatch, with device function not indicative of malfunction. It was concluded, based on previously established findings for similar reports, that user technique related to meal announcement and carbohydrate estimation was the most probable cause.